Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed full functional testing including defib charge and shock stress testing without duplicating the report. The device was recertified and returned to the customer. The log indicated that the charge error was due to the battery operating under a low voltage condition. The returned battery was not the same battery that was used during the event. Analysis of reports of this type has not identified an increase in trend.